Event description:
A (B)(6) male patient contacted zoll customer support to report that he received a service code and that his belt was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (service code and wires exposed) have been confirmed. Upon receipt the electrode belt failed an incoming functional test, there was gel leaking from one hole in the rear 1 te, and the trunk cable connector was loose from the over-molding. Upon investigation, the red (can h) wire was open in the trunk cable insulation. The open wire caused the test failures and the service code. The root cause for the open wire could not be positively identified, but the damage likely resulted from excessive force on the electrode belt trunk cable. No adverse event resulted from the open wire. The patient received a replacement electrode belt.